Event description:
It was reported while using bd phaseal¿ luer-lock injector leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about leakage during the use of 515540-zat. When priming with saline solution, fluid leaked from the connection of injector luer lock.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 18-sep-2023. H.6. Investigation summary: sample received by our quality team for investigation. Through visual evaluation, no defects or issues found for the bd injector product. Leakage was found from the oslure rock connector and found that the holes caused by resin molding were poorly shaped. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. This event was determined to be a liquid leak due to a bad shape of the male luer lock connector, which is not a bd product. Based on the available information we are not able to identify a root cause at this time for the bd injector product. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported while using bd phaseal¿ luer-lock injector leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about leakage during the use of 515540-zat. When priming with saline solution, fluid leaked from the connection of injector luer lock.